Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed ventricular non-capture during pacing on the implantable cardioverter defibrillator (ICD). The patient presented to the clinic on (B)(6) 2022 for further interrogation. Clinician observed appropriate capture threshold on the device. Programming changes were made. The patient was in stable condition.